Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer called ascensia diabetes care to seek help with his contour next ez meter. During the troubleshooting, it was alleged that the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. During the follow-up call, an additional blood glucose testing was performed and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour next ez meter and in-house contour next test strips, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory.